Event description:
It was reported that the lead integrity alert (lia) triggered for non-sustained tachycardia (nst) episodes that appear to be oversensing of noise in the right atrial (ra) and right ventricular (rv) leads possibly due to external source of electromagnetic interference (emi.) The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up information from the clinic indicates that reprogramming was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tach lead (B)(6) 2008; d334drg implantable pacemaker cardio/defib (B)(6) 2012. (B)(4).